Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and the reported and observed issues were verified by functional evaluation and analysis of the device data. The root cause was determined to be a faulty reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.